Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the cable of the camera head was cut, the unit was reprocessed incorrectly, and the image was noisy. Based on the results of the investigation, the probable root cause of the cable of the camera head was cut, and the image was noisy was cause traced to component failure, expected or random component failure without any design or manufacturing issue. Based on the results of the investigation, it is likely the device was insufficiently reprocessed by the facility staff. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the cable of the camera head was cut, the unit was reprocessed incorrectly, and the image was noisy. There were no reports of patient involvement.